Manufacturer narrative:
No lot number information was supplied; therefore, no review of device manufacturing history could be performed. The device was not returned; therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2016, a thin-walled fep ringed gore-tex stretch vascular graft (lined) was implanted as a shunt in the patient's heart. Recently (date unknown), ultrafiltration was suspected. No intervention to the graft was reported. An emco (extracorporeal membrane oxygenation) cannulation was performed.